Event description:
It burnt my mouth/ was like pouring acid onto my skin [burned mouth], and I developed canker sores on the inside of my lip. [Canker sore lip], I have not been able to eat, [unable to eat], because it hurts to swallow [swallowing painful], have not slept in a few nights.I could not sleep. [Sleep disorder due to a general medical condition], to take the pain away [oral pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) female patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for dry mouth. The patient's past medical history included eye operation. Concurrent medical conditions included allergy (I was allergic to one eye drop and it created dry mouth). On (B)(6) 2021, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced burned mouth (serious criteria gsk medically significant), canker sore lip, unable to eat, swallowing painful, sleep disorder due to a general medical condition and oral pain. The action taken with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the burned mouth, canker sore lip, unable to eat, swallowing painful, sleep disorder due to a general medical condition and oral pain were unknown. The reporter considered the burned mouth to be related to biotene oral balance gel (aroma). It was unknown if the reporter considered the canker sore lip, unable to eat, swallowing painful, sleep disorder due to a general medical condition and oral pain to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information : adverse event was reported by a consumer via call center representative (phone) on (B)(6) 2021.the consumer reported that "I had an awful reaction to it, I have not slept in a few nights. It felt like it burnt my mouth and I developed canker sores on the inside of my lip. It was like pouring acid onto my skin. I am scared to use it anymore. I have not been able to eat, because it hurts to swallow. Is there anything I can use to soothe it? I have never used biotene before. I used a different type of product when I had eye surgery and I was allergic to one eye drop and it created dry mouth in me and I used that and I had no reaction to that but that had xylitol in it and the dr said I do not think I should be using xylitol. The nurse suggested I rinse my mouth with saltwater. Is there any other recommendation you can give me? I called 40 minutes ago, I talked to a gentleman he was supposed to call me back. I had a very bad reaction to the biotene gel, he said he was going to look into that. He kept me on hold. Yes I wanted to report the effect I had on it. As a result I had multiple canker sores from it. Its like putting acid in my mouth . Can we start over and you can I talk to that department. I also think you should now there is a problem with your product, and that you should have that on record. He never asked for that. He said he was going to look up and see what I am to do to take the pain away. The print is so small. My eyes, no I cannot see it. I will have to have one of my children call you back, and see if they can read the numbers. You cannot give me any kind of reassurance about, why would this happen. Anyway its too bad, it was my very first time. I could not eat or sleep, I had a hard time swallowing. Start 2 days ago, ae start I put it in at night, maybe at 2 or 3 in the morning it started to really burn. Indication dry mouth, hcp advice no, hcp form no, I am in hospice, and I have a nurse that comes. I put it around my teeth and a little on my tongue. Well, I thank you for assisting me, thank you bye. Consumer cannot see lot and exp due to eyesight."

Manufacturer narrative:
Argus case ID: (B)(4).